Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to ceramic femoral head fracture. During the procedure the surgeon noticed deep marks on the stem collar, therefore the bi-metric stem was removed.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of the actual product.. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to ceramic femoral head fracture. During the procedure the surgeon noticed deep marks on the stem collar, therefore the bi- metric stem was removed.